Event description:
(B)(4). Initial info for this spontaneous case was received from a physician's assistant on (B)(6) 2007: a male pt with a history of (B)(6) initiated therapy with poly-l-lactic acid (sculptra). The first injection was in (B)(6) 2006, the second injection in (B)(6) 2006 and the third injection in (B)(6) 2006. The pt got 3 vials of sculptra injected into his temple and cheeks bilaterally, and a little in his chin on (B)(6) 2007. The pt reported experiencing facial pain that went from mild to more intense, and was described as severe pain all over the right side of his face. The pt is receiving pregabalin (lyrica) and injectable ketorolac tromethamine (supradol) every eight hours for the facial pain. The pt also reported having a bump in the area to the right of the eye. The event was ongoing at the time of this report. The reporter also mentioned that in his differential was the possibility that the pt may have trigeminal neuralgia or shingles secondary to the pt's underlying (B)(6) status, however, the pt is currently away and the hcp has not been able to evaluate him to establish a definitive diagnosis. No further medical info reported.

Manufacturer narrative:
(B)(4). Additional info for sculptra (lot#/expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Addendum for follow-up received from a physician on 10-dec-2007: a (B)(4) was returned stating that this (B)(6) male pt developed pain on the right side of his face, radiating to his forehead, cheek and jaw, starting 1-2 weeks after his procedure; (procedure occurred on (B)(6) 2007). The physician reported outcome of the event as: getting better. Report indicated that poly-l-lactic acid (sculptra) was not discontinued due to the event, and the product was not administered since the event occurred. Previously-provided event treatments, pregabalin (lyrica) and injectable ketorolac tromethamine (soprodol) every 8 hours, were confirmed, with doses and start dates unk. Additional medical history included (B)(6). No lab tests were done in regards to the event. The report indicated that the pt has no allergies. The physician reported that he does not know if poly-l-lactic acid was related to the pt's event. Lot numbers/expiration dates not provided. No further medical info was reported.